Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products : part: 00662406550, lot: 62490812, bone screw self-tapping 50 mm length 6.5 mm dia. Part: 00662406530, lot: 64618112, bone screw self-tapping 30 mm length 6.5 mm dia. Part: 00662406520, lot: 63748142, bone screw self-tapping 20 mm length 6.5 mm dia. Part: 00662406520, lot: 63145241, bone screw self-tapping 20 mm length 6.5 mm dia. Part: 00662406540, lot: 63991421, bone screw self-tapping 40 mm length 6.5 mm dia part: 00662406515, lot: 64129133, bone screw self-tapping 15 mm length 6.5 mm dia. Part: 00662406535, lot: 64080523, bone screw self-tapping 35 mm length 6.5 mm dia. Part: 00700006220, lot: 64290927, trabecular metalâ acetabular revision shell. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00267, 0002648920-2021-00269, 0002648920-2021-00270, 0002648920-2021-00271, 0002648920-2021-00272, 0002648920-2021-00273, and 0002648920-2021-00274.

Event description:
It was reported patient has been indicated for revision due to cup loosening. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.